Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguinal hernia repair. According to the reporter: the device was placed inside patient. The balloon dissector port of the trocar was pulled out, the inner air seal detached from trocar. The doctor had to go in and retrieve the piece and inspection was performed for any other pieces. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended o.r. Time. This did not cause more than 250cc of unanticipated blood loss. The case was not delayed more than 30 minutes.